Event description:
It was reported during a transesophageal echocardiography procedure in the operating room, the epiq 7c ultrasound displayed error code 250 froze and had to rebooted twice. The procedure was able to be completed after the system was exchanged. There was no patient or user harm associated with this event. Philips has started an investigation for this complaint.

Manufacturer narrative:
A qualified field service engineer evaluated the system based on the customer complaint and confirmed the issue. Error logs were reviewed and diagnostic tests passed. The transducer ports were checked and cleaned indicating possible contamination, and the system was returned to use with no further issues reported. The engineering team was unable to determine the cause of the reported problem other than possible contamination as per the field service engineer¿s evaluation. As the customer did not provide other pertinent information required for the investigation, no further investigation could be performed.